Event description:
It was reported by the affiliate that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the second firing, the device was empty. The surgeon placed hand stitches to close the tissue. There was no pt consequence.